Manufacturer narrative:
Consumer reportedly was traversing with their forearm crutches while exciting a bus when incident occurred. Dealer inspected the crutch and was not able to replicate the problem. Info suggests snap button may of not been fully engaged at the time of the event. Manufacture is working to obtain product for an eval. Malfunction is not confirmed.

Event description:
The consumer was stepping off a bus when the left crutch allegedly collapsed inward, allegedly causing injuries that required unspecified medical treatment.